Manufacturer narrative:
On 06 may 2016 it was prepared a final report with the information already submitted in the initial report. On 02 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 15feb2016 and includes: the additional surgery was completed successfully. Preliminary investigation performed on 19 february 2016 by the (B)(4) project manager, who commented as follows: one of the bending portions of the instrument broke and fell into the patient. These portions are intended to bend outwards when the instrument is properly seated into the percutaneous tower and is set in "open" position, to help the surgeon to release it at the end of the procedure. In normal usage, the achievable bending is not sufficient to damage the portion and to cause its breakage. One possible cause is a mis-use of the instrument, in case the surgeon tried to turn it within the percutaneous tower, with the deflecting portion partially deflected. The broken portion is made of biocompatible material (B)(4) and it's radiopaque, allowing its location and retrieval in case of fall into the surgical field. Clinical evaluation performed on 26 february 2016 by the medical affairs, who commented as follows: from the clinical point of view, the relevant event was re-opening the wound to retrieve the broken element. The analysis of the problem should be carried out by development engineers who can competently evaluate the fractured part. Clinically, no further consequence should be expected for the patient, because implants were unaffected by the problem. As mechanical components are subject to stresses during operation and dimensions are limited by anatomical size, it is always advisable and recommended to visually inspect them once extracted from the body in order to verify possible alterations. Visual inspection performed on 04 march 2016 by the (B)(4) project manager, who commented as follows: the complaint description and the preliminary inspection can be confirmed. One of the four deflecting portions broke on the bending area. Also the other 3 deflecting portions are permanently deformed, supporting the hypothesis of a wrong use (operation of the instrument outside of the percutaneous tower, and/or turing of the instrument position within the percutaneous tower: user error). Batch review performed on 08 march 2016. Lot 1411099: (B)(4) items manufactured and released on 02 september 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
After the surgery, the surgeon found the broken instrument tip in the patient body by the x-ray. The surgeon immediately performed further surgery and retrieved it from the patient body. The further surgery took about 30 minutes.